Event description:
I ordered alcon brand air optix plus hydraglyde for astigmatism contact lenses from (B)(6) on (B)(6) 2024. I have been wearing this brand of contact lenses for at least 5 years and have never had any issues. I began having redness and irritation in my eyes after I began wearing the new contact lenses that I ordered on (B)(6) 2024. The redness and irritation progressed overtime to the point that I could no longer wear the contact lenses, and I was diagnosed with superficial punctate keratitis by my ophthalmologist on (B)(6) 2024. I was prescribed antibiotic drops as well as dry eye drops to alternate for ten days. My eyes cleared up and returned to normal after seven or eight days. I did not wear contacts for two weeks as instructed by the ophthalmologist. After those two weeks, I opened a new pair of air optix contact lenses and wore them. Within the first hour I could feel my eyes getting irritated. Unfortunately, I did not bring my glasses with me to work that day, so I had to continue wearing the contact lenses all day. By the time I made it home to take the contact lenses off, by eyes were as red and irritated as they had been when I went to the ophthalmologist in the first place. It took four days for my eyes to return to normal. I contacted my ophthalmologist and reported my experience. She said it sounded like I was having a reaction to the contacts and prescribed me a different brand, (B)(6). I have been wearing this brand for a month without any issues. Ref report: mw5162036.